Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was 1 ml of fluid and was contained within the instrument. The leak was identified by the customer after an error condition of "low vacuum" was generated and the customer initiated a system test. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The customer was wearing personal protective equipment of gloves, eye protection, and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak was from the sweep flow tank line tubing. The fse also identified the pressure line tubing was disconnected from the diff (differential) mix chamber, and as a result, no differential results were being recovered. The fse replaced the sweep flow line tubing, fixing the leak and the low vacuum errors. The fse also replaced the pressure line tubing to resolve the issue with the differential test results. (B)(4).